Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the device's cam pin was disengaged from the jaw. The disengaged cam pin was returned. The reported conditions were confirmed. The manufacturing engineer was notified and confirmed that the device's cam pin weld was broken. The broken weld cause the cam pin to become disengaged. The disengage cam pin also affected the device jaw opening and closing mechanism. The investigation identified the root cause of the reported event to be a manufacturing error. The device cam pin is laser welded and should not disengage. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the proximal pancreaticoduodenectomy, the nurse was cleaning the jaws in order to keep clean, and suddenly the jaws became unable to close. When checking the tips of the jaws, a part (a metal bar at the hinge part of the jaws) was found. Nothing fell into the patient's cavity. The procedure itself was completed without additionally resecting the tissue, also without bleeding, without problems. The foreign material was collected separately and will be sent together with the hand device. The event occurred during the procedure, but the product was not used for patient. No patient involved. Initial investigation found that the device's cam pin was disengaged from the jaw. The disengaged cam pin was returned.